Event description:
It was reported that there was leakage observed from the thermistor. No pt complications were reported.

Manufacturer narrative:
The catheter was returned and evaluated. Examination revealed that the catheter body was found to have a slit 0.070 inches long that entered the thermistor lumen. The slit was located at the proximal end of the (middle form) thermal filament area.